Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the therapy pads. The patient reported that their doctor had prescribed hydrocortisone to them. The patient used hydrocortisone and cornstarch on the rash. The patient's rash did not improve.